Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to an allegation of an initial power-up issue. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The power management board needs to be replaced. The device was scrapped